Manufacturer narrative:
The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, popgen p-15 putty was used simultaneously with implant placement in an unknown intra-oral position with bone quality type iii and fair oral hygiene; the patient also has a social history of smoking (quantity and frequency not stated). The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and demonstrated mobility and progressive bone loss prior to explantation approx six weeks post-placement. It is not clear if the graft integrated with the surrounding vital bone of if it also failed with the implant although the healing time is too short to expect complete integration. It is also not clear why grafting was performed (i.e bony dehiscence, immediate placement).